Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper peel was confirmed, but the cause is unknown. One 4.5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. The tabs split unevenly, which resulted in a ring of orange material that remained attached to one tab after the introducer was split apart. The head of the tack used to secure the sheath to the peel tabs was exposed due to the uneven peel and was observed to be slightly off-center. The complaint sample will be forwarded to the manufacturing facility for further review. A lot history review (lhr) of reay0529 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, the dilator did not break down the middle and the orange part did not separate on the left side.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper peel was confirmed, and was determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. The tabs split unevenly, which resulted in a ring of orange material that remained attached to one tab after the introducer was split apart. The head of the tack used to secure the sheath to the peel tabs was exposed due to the uneven peel and was observed to be slightly off-center.